Manufacturer narrative:
Evaluation is in progress, but not concluded.

Event description:
During use of an aortic valve replacement procedure, it was reported that when the stylet was removed, there was no back-flow and the customer was forced to remove the involved unit. Later, the customer tried to inject saline solution into the involved unit from the cardioplegia port using a syringe and found that the saline solution would not flow through the cannula. An alternate device was employed, and the procedure concluded without incident. There were no adverse consequences to the pt as a result of this event.